Manufacturer narrative:
Technical fault 5507 did not occur during ventilation of a patient. Affected component was found as msp sensor board 2 and replacement of the board has been suggested. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: device is alarming with tf5507, replacement of mixer valves did not resolve issue. Sending replacement sensor board to customer.

Manufacturer narrative:
Technical fault 5507 did not occur during ventilation of a patient. Affected component was found as msp sensor board 2 and replacement of the board has been suggested. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. It was alleged that the device alarmed with tf5507. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. No technical faults were recorded on the reported event date (02.05.2023) in log files provided. According to the hamilton- g5 service manual, technical fault (tf) 5507 is triggered when the system detects that the air or oxygen inlet valve is unable to close properly. In response, the ventilator issues a high-priority audible alarm that cannot be silenced by the user, and the technical fault is displayed on the screen. Importantly, ventilation continues uninterrupted, ensuring that patient support is maintained technical fault (tf5507) may arise due to the following underlying causes.

Event description:
Hamilton medical ag received the following incident description: device is alarming with tf5507, replacement of mixer valves did not resolve issue. Sending replacement sensor board to customer.

Manufacturer narrative:
Technical fault 5507 did not occur during ventilation of a patient. Affected component was found as msp sensor board 2 and replacement of the board has been suggested.

Event description:
Hamilton medical ag received the following incident description: device is alarming with tf5507, replacement of mixer valves did not resolve issue. Sending replacement sensor board to customer.